Event description:
Customer reporting that c-arm lift will not move up or down. No pt injury.

Manufacturer narrative:
The service rep replaced the ps3. Lift now moves up and down. System is operating as intended.